Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardiac monitor (icm) exhibited failure to sense. No intervention was performed and the icm was eventually able to sense and obtain satisfactory measurements. The patient was in stable condition throughout the procedure.